Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use. However, after the stent protector was taken off, it was noticed that one of the stent struts was flared out. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end of stent, with stent struts squashed and overlapping. The maximum crimped stent profile at the time of manufacture was reviewed and was within specifications. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy ii drug-eluting stent was selected for use. However, after the stent protector was taken off, it was noticed that one of the stent struts was flared out. The procedure was completed with another of the same device. No patient complications were reported.